Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, at around 1:00 pm or 2:00 pm the patient received an alert that his reading was high (no value provided), and he took 15 units of insulin which caused his blood sugar to go down. When his wife arrived home, he was lethargic and not responding to her commands. The wife checked the cgm which was reading 120 mg/dl so she thought that it was not due to his blood sugar. The patient went into a convulsion and became hypothermic after about five minutes. An ambulance arrived; one of the firemen checked his bg which was 20 mg/dl. The patient was taken to the hospital. His wife did not know what medications or treatment were provided as she was not allowed to go in. At the time of the report the patient was stable. Further attempts to reach the wife to obtain information about the patient¿s discharge from the hospital were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.